Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device evaluation summary: device evaluation of monitor sn (B)(4) and belt sn (B)(4) was completed. The monitor and electrode belt were fully functional and able to detect and treat. Electrode belt: 10/2007. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during (B)(6)). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A (B)(6) male patient's nurse contacted zoll customer support to report that a treatment had been delivered. Review of the event indicates that the patient experienced an inappropriate defibrillation event while at home. Oversensing of small signal during asystole contributed to the false detection. The patient was reportedly unconscious at the time of the event. The response buttons were pressed during the event, but not prior to pulse delivery. The patient was taken to the hospital and was connected to telemetry.